Event description:
Customer reported that the 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. Convidien inspected the device and replaced the graphical user interface (gui) pcb. The ventilator passed all testing.